Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string was inaccessible to aid in the removal of the tampon. The tampon was upside down in the insertion tube. She experienced abdominal pain and cramping. She also felt hot, similar to a hot flash. She was able to manually remove the tampon and did not seek medical assistance. She is doing fine.